Event description:
It was reported that the atrial lead was difficult to advance using the same puncture site as the ventricular lead, so the atrial lead was removed and was apparently stretched during the procedure. The lead was returned and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. The helix was distorted/bent. The lead was stretched; damaged at implant. The lead was returned with bent helix.